Manufacturer narrative:
Batch review performed on 08-march-2022: lot 153767: (B)(4) items manufactured and released on 16-nov-2015. Expiration date: 2020-10-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in for a post-op appointment 4 years and 7 months after the primary surgery where it was observed that the patient had a bone spur (osteophytes). The surgeon removed the bone spur and upsized the insert. The surgery was completed successfully.